Event description:
It was reported that a homechoice set with cassette leaked from an unspecified location during drain one of four of peritoneal dialysis therapy. The patient stated that a towel under the homechoice machine was ¿soaking wet.¿ the patient was connected at the time of the event. The technical services representative assisted the patient in ending therapy. The patient would used manual supplies to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.